Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer stated that the pump gave a low insulin alert. The customer changed out the cartridge. Cold insulin had been used. The customer was not having any issues at the time of the call. There was no reported impact to the customer's blood glucose level.